Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (50 mg/ml, 10.5 mg/day) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient's pump was empty. The patient got "really ill" and had been hospitalized for a long period of time so the healthcare provider (hcp) was unable to refill the pump. It was clarified that the illness was unrelated to the pump or any problem with the pump. The hcp turned the pump off(stop pump mode) thinking it would silence the alarm but the pump was alarming again. It was reviewed that pump will alarm after 48 hours due to tube set message. They were unsure if or when they would be able to refill the pump as the patient was "so weak". The event date was unknown. No further complication was reported.